Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that initially, the reporter (patient) was extremely pleased, but distance sight has deteriorated a lot over time. This may indicate the issue is unrelated to the iol (intraocular lens). The reporter was encouraged to speak with their surgeon. The reporter does not want company to contact the surgeon. File will be reopened if new information is received. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient was not happy with the iol. Additional information was received and stated that initially, the consumer was extremely pleased, but distance sight has deteriorated a lot over time. The patient felt that her vision has gone back to where it was before surgery. She complained to doctor and was not happy with his explanations. She has to wear glasses for distance, not my aim at all, while reading and mid vision was very good. She would have rather the opposite. Additional information received and stated that she can see very well to read but can not see well at distance. She states she was having problems to drive and could not see street signs.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that initially, the reporter (patient) was extremely pleased, but distance sight has deteriorated a lot over time. This may indicate the issue is unrelated to the iol (intraocular lens). The reporter was encouraged to speak with their surgeon. The reporter does not want company to contact the surgeon. File will be reopened if new information is received. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient was not happy with the iol. Additional information was received and stated that initially, the consumer was extremely pleased, but distance sight has deteriorated a lot over time. The patient felt that her vision has gone back to where it was before surgery. She complained to doctor and was not happy with his explanations. She has to wear glasses for distance, not my aim at all, while reading and mid vision was very good. She would have rather the opposite. Additional information received and stated that she can see very well to read but can not see well at distance. She states she was having problems to drive and could not see street signs.